Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative provided technical instructions to the engineer of the hospital to dismantle and adjust the knob. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the knob for the speed control of a centrifugal pump console was wobbly during setup. There was no patient involvement.